Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure in the liver. According to the complainant, during the procedure, an abnormal noise was coming from inside the generator. It is unknown exactly where the noise was coming from. Another rf generator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure in the liver. According to the complainant, during the procedure, an abnormal noise was coming from inside the generator. It is unknown exactly where the noise was coming from. Another rf generator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The reported event: abnormal noise from generator. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results the generator was disassembled and cleaned, then underwent a functional test, an electrical safety test, a performance test, a power strip overload test, and an operation test. No issues were noted. The complaint was not confirmed as the device functioned without any issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.